Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm additional information was received that patient underwent multiple procedures wherein electrocautery was used. As a result, the patient had some contacts that were no longer functioning. The patient underwent a revision procedure wherein the lead and ipg were replaced. It was also reported that the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)). The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads and ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads and ipg will be replaced for an unknown reason.

Manufacturer narrative:
Other # field is populated with the UDI number. Additional suspect medical device component involved in the event: model#: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads and ipg will be replaced for an unknown reason.